Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the position of the cam when valve was received was 70mmh2o. The valve was visually inspected and noted the slight bend of the valve silicone housing. Engineering department: informed that it is quite normal that the silicone housing can bend, that this most probably happened when the valve was removed from its packaging, and is very easy to put straight again. For information validation design test show that the valve can be bent without the silicone housing tearing. The valve was irrigated with purified water. No occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The catheter was irrigated with purified water: no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was tested for programming. The valve passed the test. The siphon guard was removed. The valve was then pressure tested. The valve passed the test. Review of the history device records confirmed the valve product code (B)(4), with lot crlbrb, conformed to the specifications when released to stock on the (B)(6) 2014. No root cause could be determined for the problem reported by the customer, as the valve functioned. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
On (B)(6) 2015, l-p shunt implantation was conducted. During implantation preparation, the part between the valve and the sg seemed to be out of the straight when the package was opened, but it was used in the surgery because fluid flow was confirmed after pumping though it was not smooth. The csf was extracted by tapping before inserting a lumbar catheter, but no fluid flow was confirmed just after the setup of the shunt system including the valve and the catheters. The surgeon removed the device and tried to replace the system but the tube could not be inserted in the lumbar due to excessive fluid accumulated. The surgery was extended about 30 minutes because of it. The operation was discontinued and the valve was not implanted.